Manufacturer narrative:
Product analysis: a number of distal segments were exposed distal to the retractable sheath tip. The stent segments were positioned distal to the distal inner member marker. Visual inspection of the device handle confirmed the red safety clip was present on the returned device. Review of the blue slider/front grip gap confirmed that the current position of this section of the handle was not sufficiently proximal to facilitate the partial deployment of the stent. Review of the inner member confirmed that no detachment had occurred which could have resulted in the stent deployment. A protective sheath with dimensions similar to that used during the manufacture of this batch could not be placed back over the returned stent due to the exposed distal struts. No other damage was evident to the device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use a complete se stent to treat a lesion exhibiting 80% stenosis, moderate calcification and slight vessel tortuosity. The packaging of the device was intact and undamaged prior to opening. No issues were noted during device inspection prior to use. No gap was noticeable between the retractable sheath and the tip when device was removed from the packaging. The lesion was not pre-dilated. During the operation, the stent could not cross the lesion. The physician made several attempts but the stent could not be delivered. When the stent was removed from the patient, the physician observed its head end was slightly opened and could not be used normally. The red clip was in the correct position when the exposed stent was noted. The physician applied balloon dilation to complete the operation, stent was not implanted. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.